Event description:
A male pt underwent aaa repair in 2007. The pt received a zenith main body, two zenith iliac legs and zenith ancillary leg. Two months later, an area representative learned of a pt who came in for f/u angiogram. The pt had developed a type 1 proximal leak. Because of the smaller suprarenal diameter and the larger infrarenal diameter, the large sizing discrepancy did not allow the suprarenal stents to appose to the wall, causing them to jail against one another. In turn, this caused a persistent type 1 leak, and distal migration on the main body. The physician took the pt to surgery for a placement of a 36 extension cuff to try and seal the leak. The leak was faint, but still present. The physician wanted to treat the pt as minimally invasive as possible. He made a transverse incision in the abdomen and wrapped umbilical tape around the outside of the aorta, below the renals, and took another run. The leak resolved and the pt is doing well.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indication for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; sizing requirements. This device was shipped with IFU. In regards to this complaint, the IFU states that an inverted funnel shape (greater than 10% increase in diameter over 15mm or proximal aortic neck length) may affect successful exclusion of the aneurysm. The images were reviewed and confirmed that the suprarenal stents could not appose the aorta wall due to the pronounced inverted funnel shape. The physician was most likely aware of the potential for migration and/or endoleak because of the patient's anatomy and deployed the 36mm diameter main body to compensate. An add'l 36mm extension was deployed to resolve the endoleak. This attempt was unsuccessful and the pt required surgical intervention to resolve the endoleak. We will notify appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with the failure mode will remain at an acceptable level.